Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, hospital was unable to maintain co2 tunnel pressure once ligation phase of vessel harvest initiated. Pressure was 0 mmhg with continuous flow between 2-3 mmhg (settings were 10 mmhg and 3 mmhg for pressure and flow). Attempted to solve problem without success. Attempts include but not in order: switching co2 to distal port, increasing insufflation on btt, manual manipulation to seal btt at incision/insertions site, occudling co2 tubing did result in maintaining pressure and flow, replacing co2 tubing, and reassembly of scope and hemopro insertion. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the harvesting cannula shaft and on the btt component. The insufflation tube and the water tube on the cannula. The insufflation tube and the balloon inflation tube on the btt were observed to be intact. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using the cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing leuer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2011 sccm. To test the patency of the co2 insufflation port on the btt, a 30cc syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed for both devices.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, hospital was unable to maintain co2 tunnel pressure once ligation phase of vessel harvest initiated. Pressure was 0 mmhg with continuous flow between 2-3 mmhg (settings were 10 mmhg and 3 mmhg for pressure and flow). Attempted to solve problem without success. Attempts include but not in order: switching co2 to distal port, increasing insufflation on btt, manual manipulation to seal btt at incision/insertions site, occudling co2 tubing did result in maintaining pressure and flow, replacing co2 tubing, and reassembly of scope and hemopro insertion. A replacement device was used to complete the procedure. The hospital did not report any patient effects.